Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was under delivering due to doing a bolus into the air and only a drop came out. Customer also reported that it seemed that the piston was not moving. Customer's blood glucose was 400 mg/dl. Troubleshooting was performed and customer reported that blood glucose was going down. Reservoir and infusion set would be returned for anlysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.